Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient stated they were trying to get a stat magnetic resonance imaging (MRI) because they were having a lot of back pain. The patient stated they were refusing to do it because a manufacturer representative (rep) needed to be there to check it. The patient stated they had had 5 MRI's since having the pump and had never had a representative check their pump after. The agent reviewed MRI guidelines the patient stated that they were going to have the pump taken out because it was doing them no good anyway. When technical services attempted to provide the patient with the number to the national answering service (nas), the patient stated the agent was not help and disconnected the call.